Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed troubleshooting options. X-ray imaging revealed no anomalies. The patient was in chronic atrial fibrillation (af), so the device was programmed to ventricular only therapy. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.